Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 inflammation on the implanted side was observed. A staphylococcus infection was confirmed.

Event description:
On (B)(6) 2020 inflammation on the implanted side was observed. A staphylococcus infection was confirmed. No known trauma has been reported. Since then the user has undergone three operations to resolve the issue. At one operation 3-4 ml of pus was found and some blood clots around the upper border of the incision sight. The infection came back every time he stopped using antibiotics. The user has been explanted. According to the device explantation form the skin was no longer intact at explantation and granulation was found around implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an infection above the implant, which developed three months after implantation surgery. Further the infection led to an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed infection. The problems described in the recipient report seem to match the damage found. This is a final report.